Manufacturer narrative:
(B)(4) - this new unit was delivered to the customer on 11/16/15. On (B)(4) 2015 the customer called with concerns of a worn, black and melted and burning smell. New units will emit an 'odor' during initial first hours of use. Per engineering's review of the photo provided by the customer it does not appears that the filter is worn, black or melted. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the front panel labels were missing, the filters looked worn, black and melted and there was a burning smell.